Event description:
Report received of an extension set that "ruptured". A patient was receiving a diagnostic CT with an injection of contrast. The power injector was set at 2cc/second. At some time after the start of the injection, it was reported that the extension set ruptured in the center of the tube. A small amount of bleedback was reported, but the IV site remained intact. The extension set was changed, and the power injection resumed. After receiving approximately 20cc of contrast, the second extension set ruptured, and a small amount of bleedback was reported. The IV site remained intact, and a clave was connected to the angiocath. The power injection resumed and the scan was completed with no further problems. Additional patient information was requested, but no further information was provided.